Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 6. It was reported while using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) positive patient result was obtained. The patient sample was sent to lab corp and mycobacterium bohemicum was identified. The user is questioning if there had been contamination present inside these tubes prior to using. Laboratory and hood decontamination has been performed, an alternate batch of tubes are now being used, and no further positive mycobacterium bohemicum samples have been obtained. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 05-aug-2025. Investigation summary- material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4298484 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed and there are no other complaints for contamination on this batch. Retention samples from batch 4298484 were available for inspection. Retention samples were inspected, 0/100 tubes displayed visible contamination. For further investigation, the retention samples were performance tested for growth and antibiotic susceptibility per the bd standard performance protocol for material 245122. All organisms tested for growth, as listed in the certificate of analysis, had detectible growth in the instrument within the expected incubation time. Additionally, antibiotic susceptibility testing was satisfactory with detectible growth controls and expected susceptibility results for the organisms against the drugs tested. No growth was detected in the negative controls throughout the experiment. No photos were provided to assist with the investigation. Return samples were received, 5 tubes from batch 245122/4298484. The tubes were inspected; no contamination nor defects could be observed. Although there were not enough tubes to perform a comprehensive test, for further investigation 3 tubes were tested. Two tubes for m. Tuberculosis (atcc 27294 and atcc 25177) and a third tube as a negative control. Satisfactory growth was observed in the two tubes containing m. Tuberculosis (per bd internal procedures) and no growth was detected in the control tubes. This complaint cannot be confirmed based on the evidence provided. Bd will continue to trend complaints for contamination.

Event description:
Report 2 of 6. It was reported while using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) positive patient result was obtained. The patient sample was sent to lab corp and mycobacterium bohemicum was identified. The user is questioning if there had been contamination present inside these tubes prior to using. Laboratory and hood decontamination has been performed, an alternate batch of tubes are now being used, and no further positive mycobacterium bohemicum samples have been obtained. There were no health impact or consequences reported.